Event description:
It was reported that the lead exhibited high thresholds, decreased sensing and loss of capture. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.